Manufacturer narrative:
Date of event: the exact the date of the event is unknown.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp) procedure, the fiber broke after 18,683j with 2:53 minutes of use. A second fiber was utilized to continue with the case. The tip of the fiber was not cleaned during the procedure. No patient outcome information was provided.

Manufacturer narrative:
Date of event: the exact the date of the event is unknown. Device eval by manufacturer: updated. Device eval by MFR sum attach: updated. Evaluation method codes: updated. Evaluation result codes: updated. Evaluation conclusion codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed, the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable, cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. It is probable that cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 18,683j with 2:53 minutes of use. A second fiber was utilized to continue with the case. The tip of the fiber was not cleaned during the procedure. No patient outcome information was provided.